Event description:
It was reported by an MRI technician that the patient may have a lead fracture. Attempts have been made for additional information regarding how the suspected lead fracture was identified and when the fracture was first suspected. No additional relevant information has been received to date. No known surgical intervention has occurred to date.